Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation, health effect impact code), h11. Corrected fields: h6 (medical device problem code). Per fse, case (B)(4) has been cancelled due to no po. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had volume not increasing issue.